Event description:
Swelling [joint swelling] . Drained [joint effusion] . Knee painful/reaction [knee pain] . Case narrative: this case is cross referred with case ID.: (B)(4). Initial information received on 27-mar-2019 from united states regarding an unsolicited valid serious case received from the patient. This case involves patient (demographics and age: not provided) who experienced swelling, painful/reaction and drained, after he/she used the medical device of hylan g-f 20, sodium hyaluronate (synvisc one). (Latency: unknown) the patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient took hylan g-f 20, sodium hyaluronate, injections at the unknown dosage at unknown frequency via intra-articular route in the right knee (lot - unknown) as for unknown indication. On an unknown date, patient experienced swelling in the right knee and drained and treated for steroid. She also experienced the reaction i.e. Painful right knee. Final diagnosis was drained, painful/reaction and swelling. Corrective treatment: unspecified steroid treatment for drained and swelling; not reported for knee painful/reaction. Outcome: unknown for all the events. Seriousness criteria: intervention required for all the events. A product technical complaint (ptc) was initiated on (B)(6) 2019 for synvisc one. Batch number unknown, global (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. All finished batch records for specification conformance prior to release were reviewed as per the requirement. Any out of specification result need to be identified and mitigated through the ncr process. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. Final investigation complete date was 15-apr-2019. No safety issues were indicated in this review. Additional information was received on 15-apr-2019. Global ptc number and ptc results were added. Text amended accordingly.

Event description:
Swelling [joint swelling]. Drained [joint effusion]. Knee painful/reaction. Case narrative: this case is cross referred with case ID: (B)(4). (Multiple devices used in the same patient). Initial information received on 27-mar-2019 from united states regarding an unsolicited valid serious case received from the patient. This case involves patient (demographics and age: not provided) who experienced swelling, painful/reaction and drained, after he/she used the medical device of hylan g-f 20, sodium hyaluronate (synvisc one). (Latency: unknown). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient took hylan g-f 20, sodium hyaluronate, injections at the unknown dosage at unknown frequency via intra-articular route in the right knee (lot - unknown) as for unknown indication. On an unknown date, patient experienced swelling in the right knee and drained and treated for steroid. She also experienced the reaction i.e. Painful right knee. Final diagnosis was drained, painful/reaction and swelling. Corrective treatment: unspecified steroid treatment for drained and swelling; not reported for knee painful/reaction. Outcome: unknown for all the events. Seriousness criteria: intervention required for all the events. A product technical complaint was initiated, and results were pending for same.